Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the exchanged pump for analysis. No other information was made available. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post implant, it was reported that the patient had an increase in his lactate dehydrogenase level to greater than 1000 and that he was in "general bad condition." Pump power elevations were noted in the patient's event history that was submitted at the time of the event. The patient underwent a pump exchange and during the exchange it was reported that thrombus was seen on the "inflow side" of the pump.